Manufacturer narrative:
Investigation is pending retrieval and review of device data.

Event description:
It was reported that during the first twenty minutes of the perfusion there was a large variance in po2 outside of the accepted parameters.

Event description:
It was reported that during the first twenty minutes of the perfusion there was a large variance in po2 outside of the accepted parameters.

Manufacturer narrative:
Device data from the event was made available and reviewed. From the data, the reported event was confirmed. Po2 swings were observed at the start of the case. They were very short in duration and stabilization of the po2 was achieved quickly. Although po2 swings could be caused by a mismatch between initial po2 delivery and the oxygen requirement of the liver, the root cause of the issue could not definitively be determined.